Event description:
Device 1 of 2. Reference MFR report 3006705815-2019-00736. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). Reprogramming was done multiple times, but to no avail. Surgical intervention was undertaken on (B)(6) 2019, during which the existing leads were repositioned. Effective stimulation was established post operatively.